Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the robotics coordinator called while setting up the room to inform that the system was powering on but the console was saying it was not connected and had a blinking blue power button. The technical support engineer (tse) walked the caller through a hard power cycle on all carts and reseated the blue fiber cables, but the issue persisted. The tse had the caller power on the console after disconnecting the blue fiber cable and the power button remained blinking blue. This indicated the card cage (ccc) on the console was not responding. The customer had a plan to bring in a da vinci xi system to complete the procedure. The procedure was aborted to another da vinci system with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was tested on a test system and powered up with a "system not connected" message. The ccc was determined to be a bricked unit. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.